Manufacturer narrative:
Concomitant medical products: 6943-58, lead, implanted: (B)(6) 2000, oscor, lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was suspected of delivering inappropriate antitachycardia pacing (atp) due to a wavelet with low match scores. The device remains in use. No patient complications have been reported as a result of this event.